Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level ranging from 23mg/dl to 28mg/dl, and a fall resulting in customer hitting head. Cause of low bg level was unknown. Bg was treated via glucagon and consumption of carbohydrates. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage.